Event description:
It was reported that a patient implanted with an impella rp flex experienced alarms for placement signal not reliable, and for suction. The p level of the pump was adjusted to resolve the alarms. The patient was later successfully weaned from the pump and survived.

Manufacturer narrative:
A5 and a6 are unknown. The impella passed all post sterile inspection checks the cause of the placement signal issue was determined to be patient condition related as evidenced by issue occurrence during suction events and issue resolution following p-level reduction. The cause of the pump suction was determined to be patient condition related as evidenced by the issue occurring during high impella p-level support with concurrent ECMO support and with supporting clinical details.